Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 07/26/2013.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat third degree cystocele, second degree uterine prolapse, and second degree rectocele. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that patient underwent mesh revision/removal on (B)(6) 2012.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with transvaginal hysterectomy and right paraovarian cyst removal.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with transvaginal hysterectomy and right paraovarian cyst removal.